Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a custom needle. The customer reports, the needle shaft came out of the hub during surgery when the doctor was removing the product from the eye. The needle remained in the eye and the doctor had to withdraw the needle from the eye with the use of forceps. There was no injury to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.